Manufacturer narrative:
This was initially submitted on the summary report date 06/30/2014 under exemption (B)(4). Additionally, this was submitted on the summary report date 06/18/2015 under exemption (B)(4). Lawyer-filed report.

Event description:
It was reported by the plaintiff's attorney that the plaintiff experienced an unspecified injury. It was also reported that the plaintiff allegedly experienced recurrence of symptoms, burning and pain during urination. Furthermore, it was reported that the plaintiff died. No cause of death was reported.